Event description:
A report was received that the pt had a pocket revision because she was not comfortable with the location of the ipg. The pocket site was relocated from the pt's left abdomen area to her upper buttocks area. The physician replaced the ipg because it was reportedly not fully charging and depleting quickly. The pt was reportedly doing well after the procedure.

Manufacturer narrative:
The ipg will not be returned for eval because it was discarded by the medical facility. A review of the manufacturing documentation of the device involved found that no anomalies or deviations potentially related to the reported event occurred during manufacturing. This is the final report.